Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a grand mal seizure. Customer's blood glucose at the time of the incident was 345 mg/dl. She was taking a nap when it happened. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis.